Event description:
A doctor's office alleged that the patient experienced bouts of coughing, after using cavicide.

Manufacturer narrative:
Patient has a respiratory illness, she went to a doctor and received breathing treatments that involved inhaling steam mixed with a medication for approximately 10 minutes. This occurred when the employee was also experiencing other medical conditions for which she was given antibiotics (rocephin and amoxicillin) and a cough medicine. Two (2) lots of cavicide were identified by the doctor's office: lot #11-1285 and lot # 10-1042. The complainant did not specify whether or not either of the products lots identified were involved with the employee's symptoms. The product with lot #11-1285 was returned and evaluated. Results of the evaluation indicated that the product met specifications. Lot #10-1042 was expired; therefore, no evaluation can be conducted; however, a DHR review was conducted and it was determined that the product was released within specifications and acceptable parameters.